Event description:
Customer called to report that the insulin pump alarmed motor error during bolus. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr(gold). No motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.